Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  new jersey (nj), USA has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0167574. Medical device expiration date: 2025-06-30. Device manufacture date: 2020-06-15. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a complaint lot history check was performed on lot # 0167574 for needle hub separates. This is the 3rd related complaint for needle hub separates on lot # 0167574. Unable to perform complaint lot history check for needle hub separates with unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this t.ime as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 8mm halfunit 10bg 500 expericned 2 cases of hub separation from the device. The following information was provided by the initial reporter: lot #: 0167574. Catalog#: 328440. Date of event: unknown device operator experienced a high failure rate with your bd insulin syringes (3/10ml, 8mm, 31g). The codes in the black area on the side of the box from which the syringes were drawn are from top to bottom. Syringes from this box have undergone a particularly high failure rate. When I have tried to remove the needle cap from the syringe, the needle and the nipple assembly came off with the cap. Once the assembly has come off, it is impossible to replace it back on the syringe body. The failure rate with this box was 5%. I have had similar failures on syringes from other boxes, but not at this level, but usually >.01. I have come to note that there is a sign of this failure. As I try to get the cap off it seems more difficult than usual to remove it. I should tell you that my technique for removing the cap is to give it a twist relative to the body and then pull it off while twisting. On the syringes that fail, it is more difficult to twist the cap relative to the body. This difficulty is immediately apparent. Further experiments with syringes from another box has revealed a work-around, which so far has proved 100% effective. Rather than twist the cap, I bend it; that is, I place by thumb at the cap/body junction and then pull the cap off the line of the body, deflecting it by about10 degrees using my thumb as a fulcrum. I then will hear a cracking sound as the cap breaks free of the needle assembly and at that point I can safely twist the cap off as normal. More than the 10 degrees risks damaging the needle.